Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone had lifted from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw intact and was not torn or peeled away from the jaw. There were no non conformities observed. Based on the condition of the device as found, the reported complaint was not confirmed for the reported failure mode "peeled insulation".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone had lifted from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.